Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval.

Event description:
Revision of optetrak knee components due to aseptic loosening. This was reported by the hosp on (B)(6) 2014. (B)(4).